Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 43 mg/dl which was treated by juice. It was unknown if insulin pump was auto mode. Customer declined troubleshooting. Device will not be returned for analysis.